Event description:
It was reported that the usb port was damaged and the customer experienced difficulty charging the pump. The customer's blood glucose was 370 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.